Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the foreign material could not be analyzed as the substance was not available for sampling, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign object in the air/water nozzle. There was no patient involvement.